Event description:
The customer reported that she was hospitalized for hyperglycemia on (B)(6) 2013, with a blood glucose of 398 mg/dl. The customer experienced nausea and excessive urination. The customer stated that she had been getting no delivery alarms as well. The customer also reported being hospitalized with a low blood glucose of 19 mg/dl on (B)(6) 2013. The customer stated she was driving when she experienced the low, and she ran off the side of the road. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The customer later called to report a button error alarm. The customer stated that she did not press any button for longer than three minutes. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The insulin pump was received with a cracked case on the lcd display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.